Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "the surgeon used the size 8mm aria shaver, then released the t-handle, and switched to the 10mm shaver. During use, he complained it was loose. When he removed it, he realized the t-handle was broken inside the connection mechanism. They tried to put the 12mm shaver in it to it. It would not come back out."